Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late onset is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid build up in both implants, large amount of puss coming out of the lining of her previous scar due to a mastopexy, device recall.

Event description:
Patient reported right side "large pocket of fluid build up" and exchange due to concern with textured product. Device remains implanted.